Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2021-00072. Related manufacturer reference number: 1627487-2021-00073. It was reported the patient was not receiving effective stimulation due to high impedances on both leads. Patient¿s ipg was unable to enter MRI mode. In turn, surgical intervention was undertaken wherein the entire scs system was explanted. This addressed the issue.

Manufacturer narrative:
The allegation the patient was unable to place their ipg in MRI mode due to high impedance was not confirmed. Visual inspection of the ipg did not identify anomalies that would contribute to the reported issues. The ipg was returned in good condition and successfully paired with a lab cp without any issues noted. When queried with the uep inductive tool, it showed it was running the therapy application. When tested with lab leads, MRI mode functioned as intended. The ipg was tested to manufacturing specifications using the ate and passed all tests. The ipg functioned as intended. However, analysis of the accompanying leads identified broken wires in the lead bodies. This would have caused the high impedance observed in the field and prevented the ipg from being placed in MRI mode.